Event description:
It was reported that a patient presented in-clinic for a generator change procedure. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited overestimation. The ICD was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.